Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received. The results / method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-13166. It was reported patient had the scs system explanted due to infection. No other information is available.

Manufacturer narrative:
As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.